Event description:
On 12/11/98, the physician informed the MFR's sales rep of the following: the physician claims that a piece of the catheter sheared off. The part that sheared off separated and followed the path into the pt's heart. The pt had to be rushed to interventional radiology to have the catheter removed. The facility's risk management dept has the explanted product and was conducting its own investigation. On 12/18/98, the facility's risk manager faxed medwatch report# 00000050348-1998-0001 and an incident report that states the following: a 5 y/o male with sickle cell anemia had a device inserted to facilitate monthly blood transfusions. The MFR's device was inserted into the left subclavian vein using the seldinger technique. Excessive bleeding from the subclavian puncture site was encountered after the peel away sheath was removed. Initial fluoroscopy revealed an intact catheter in the superior vena cava. Pressure was applied to the subclavian vein for 15-20 minutes until the bleeding stopped. Repeat fluoroscopy revealed an embolized catheter to the right atrium and inferior vena cava. The catheter was removed by the interventional radiologists via a left femoral vein approach. The child was returned to the or at the request of the family to insert another MFR's device. The post-op chest x-ray revealed the catheter in the superior vena cava and no pneumothorax or hemothorax. The child was admitted to choc four (4) days later with a left pneumonia and pneumothorax. The pneumothorax resolved with supplemental oxygen. The pt is completing a course of antibiotics for the pneumonia. No further details were provided.